Event description:
It was reported that the spinal cord stimulation (scs) clinical study patient experienced pain at the implantable pulse generator (ipg) implant site. Therefore, the patient was given medication and the event has resolved. The physician assessed that the event was not related to the procedure or the device stimulation however, the relationship to the device was reported as probable. Additional information was obtained (see MFR. Report#3006630150-2024-03058) which clarified that the patient experienced increased pain at the implantable pulse generator (ipg) site when stimulation was both on and off. The physician assessed the pain may be potential nerve irritation from the spinal cord stimulator ipg site. The patient was administered lignocaine patches which worked well for the pain, however, was costly for the patient. Additionally, the patient experienced increased pain in the buttock and had having issues bearing weight on that leg after completing hip mobility exercises. The patient presented to the emergency room due to the increased pain and was discharged with pain relief. The event was assessed as possibly related to the device.

Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: infinion cx. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 5155572. Brand name: infinion cx upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 7079216.

Event description:
It was reported that the spinal cord stimulation (scs) clinical study patient experienced pain at the implantable pulse generator (ipg) implant site. Therefore, the patient was given medication and the event has resolved. The physician assessed that the event was not related to the procedure or the device stimulation however, the relationship to the device was reported as probable.